Event description:
It was reported that a perforation occurred in the left anterior descending (lad) artery. Two 4.0x16mm graftmaster stents were successfully deployed but the perforation was not fully sealed; therefore, coils were deployed to fully seal the perforation. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The other 4.0x16mm graftmaster referenced is filed under a separate medwatch MFR number.